Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the blade was taking the skin in strips. On (B)(6) 2016, it was clarified that the issue occurred during surgery and the surgery time was extended. There was no harm or injury to the patient or operator and the surgery was completed with an alternate device. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has previously repaired/evaluated air dermatome serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was (B)(6) 2015 where it was reported that the device was not connecting properly on headpiece and metal piece and no components were replaced. This is not a related issue. As noted on november 8, 2017 per (B)(6), qa/ra compliance manager, (B)(4) repair center service repair records are unavailable if they were created prior to january 1, 2016. Repair information may be available in the (B)(4) repair database and should be documented within the complaint investigation. Initial qa inspection of the air dermatome on (B)(6) 2016 by zimmer biomet (B)(4) revealed that the incoming motor speed was 4,505 rpm and the outgoing motor speed was 5,105 rpm. The device failed calibration at the zero and 10 setting. Repair of the air dermatome was performed by zimmer biomet (B)(4) on (B)(6) 2016 which included calibration of the device. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection there was no mention of sample meshes being taken. The reported event was non-verifiable since during initial inspection there was no mention of sample meshes being taken, hence, a root cause cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that during surgery the blade was taking the skin in strips. No additional consequences have been reported as a result of this malfunction.